Manufacturer narrative:
Neither the device nor films of applicable imaging studies were returned to the manufacturer for evaluation. Therefore, we are unable to determine the definitive cause of the reported event. A good faith effort will be made to obtain the applicable information relevant to the report. If information is provided in the future, a supplemental report will be issued.

Event description:
It was reported that, intra-op, balloon ruptured (right side) while being inflated further and pulled back by physician approx. 5mm to try and restore height posteriorly. Left side was completed with cementing process. No patient complications were reported.